Manufacturer narrative:
Device manufacturer date corrected and the product part number and UDI # are confirmed.

Manufacturer narrative:
Correction: mfg date. Additional information: a manufacture representative confirmed that the computer replacement resolved the reported issue with the imaging system spins. System is functioning as it should. The system is now functioning as intended.

Event description:
There was a reported delay of 1-2 minutes as a result of this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, image acquisition from the imaging system were unable to be transferred to the navigation system. It was reported that opening and closing the gantry door of the imaging system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: software log review results. Software logs were reviewed and found no issues.